Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor rpms were not within specification and there was an air leak at the neckpiece. The spring seal, retaining ring, neckpiece, screws, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance but a repair was needed. Diligence is complete with no additional information available. During device evaluation the motor rpms were not within specification and there was an air leak at the neckpiece. No adverse events were reported as a result of this malfunction.